Manufacturer narrative:
Technical support instructed the account to check the CPR linkage and the CPR valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account alleged that the CPR will not lower the head, but head can be lowered by using the button on the siderail.